Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the insulin pump had cosmetic damage and lip ring from reservoir was damaged. Customer's blood glucose level was unknown mg/dl. Customer was in the hospital but hospitalization was not related to insulin pump. Customer reports that reservoir was not able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.